Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred. Reportedly, the customer was unable to provide the amount of insulin that the cartridge had been filled with. The customer's blood glucose level was 153 mg/dl. Reportedly, the customer loaded a new cartridge onto the pump.